Event description:
It was reported that this implantable cardioverter defibrillator (ICD) eroded through the skin of the patient. Subsequently, the patient underwent a surgical intervention to remove the system. The patient recovered and was discharged from the hospital the following day. No additional adverse patient effects were reported.